Event description:
Customer's wife reported that on an unspecified date customer received an ER-3 message on the display of his adc blood glucose meter. Caller further reported he received readings of "500 and 700" (unknown unit of measure/unknown date/time), which were higher than he felt and that she subsequently administered a glucagon injection. No further information was provided because the caller disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
It should be noted: adc blood glucose meters do not provide numeric readings greater than 500 mg/dl. For any result greater than 500 mg/dl the meter would display a "hi" message. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The meter's serial number is unknown; hence the meter's date of manufacture is also unknown. All pertinent information available to abbott diabetes care has been submitted.